Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, under infusion of medication (100-150 mls of antibiotic) was noted. Subsequently, the set was changed. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. One sample was received for evaluation. Sample was received in decontaminated without the original packaging. The sample was were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. While there was a fluid in the tube, no kinks were found, or any damage that would impede the functioning of the sample. During functional testing, the sample was set for accuracy testing using a pump and a balance mettler to look for unusual function. Sample passed the accuracy test; thus, the reported failure mode is not confirmed. Root cause cannot be determined. No actions are required since the complaint was not confirmed.